Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed extended self-testing, short self-test, and calibrations.

Event description:
Covidien received information that the 840 ventilator graphical user interface (gui) display was inoperable. The device was not in use on a pt when the malfunction occurred.